Event description:
The technician found the siderail would not latch.

Manufacturer narrative:
The technician found bed to have worn siderail latch during service contract pm. The tech replaced latch and bed is now fully functional.